Event description:
Same case as MDR 2134265-2012-01045. It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The lesion being treated was located in the very calcified proximal right coronary artery (rca). Using an unknown sheath, the physician advanced a 38mm x 4.00mm ion stent delivery system (sds) to the target lesion; however, upon crossing the ostial rca the stent hit calcium causing the distal edge of the stent to become flared. The sds was successfully removed. Then, the physician advanced a different 38mm x 4.00mm ion sds to the target lesion; however it was unable to cross the lesion and the stent struts became flared. The physician tried to remove the sds, however, due to the flared stent struts it was unable to be withdrawn back into the sheath. Vascular surgery performed a cut down procedure to remove the stent. No additional patient complications were reported and the patient's status is fine and discharged from hospital.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were four bent and flared struts in the fourth row from the distal end of the stent. Inspection of the remainder of the sds revealed no further damage. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2012-01045. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The lesion being treated was located in the very calcified proximal right coronary artery (rca). Using an unknown sheath, the physician advanced a 38mm x 4.00mm ion stent delivery system (sds) to the target lesion; however upon crossing the ostial rca the stent hit calcium causing the distal edge of the stent to become flared. The sds was successfully removed. Then, the physician advanced a different 38mm x 4.00mm ion sds to the target lesion; however it was unable to cross the lesion and the stent struts became flared. The physician tried to remove the sds however due to the flared stent struts it was unable to be withdrawn back into the sheath. Vascular surgery performed a cut down procedure to remove the stent. No additional patient complications were reported and the patient's status is fine and discharged from hospital.